Event description:
The tech replaced the foot end brake caster and one main bearing to repair the bed.

Manufacturer narrative:
The tech replaced the foot end brake caster and one main bearing to repair the bed.